Manufacturer narrative:
The device was received by the resmed technical service center in bremen, germany and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a faulty expiratory flow sensor. The expiratory flow sensor was replaced to address this issue. Further technical evaluation determined that the total power failure event was a single occurrence and was not reproducible during in house testing. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed (B)(4) that an astral device failed to pass its internal self-test and had a total power failure (tpf) event. There was no patient injury reported as a result of this incident.